Manufacturer narrative:
E1: reporter phone number: (B)(6). Additional components potentially involved in the event include: common device name: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141837.

Event description:
It was reported that there was high impedance following a surgical intervention on (B)(6) 2023 (related manufacturer reference number: 3006705815-2023-04837). In turn, the patient was unable to set the ipg into MRI mode. As such, surgical intervention took place on (B)(6) 2023, wherein the lead was reconnected to the ipg addressing the issue. Reportedly, the impedances are fine post op. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information indicates that during the (B)(6) 2023 procedure, the physician took out the lead 1-8 from the ipg header and reintroduced it until all contacts were with normal impedances.